Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pneupac ventilator had the following problems: case damaged, knobs missing, and not venting properly. The product problem was discovered during pre-use. There was no patient involvement.

Manufacturer narrative:
The device was received for evaluation. Visual and functional testing were performed and the reported issue was confirmed. During visual inspection, the device was found to be damaged. The following damages were observed, top and bottom case is cracked, front panel is extremely damaged, knobs are missing and cracked. The knobs were also corroded and difficult to remove. The input manifold was loose on the bottom chassis. Upon internal inspection, all he screws were loose on the bottom chassis. Additional visual inspection revealed that the gas delivery varied frequency and tidal volume confirming the reported issue. Service was performed which involved a service maintenance kit along with front panel and mechanical part replacement. Upon completion of all replacement parts, device calibration and cleaning, functional testing was performed and passed. The service history has been reviewed and deemed unrelated to the current customer reported problem. The root cause has been deemed related to user interface. E4 is unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4).